Event description:
We received an allegation about questionable results for 2 patients' samples tested with online tdm valproic acid assay on a cobas c 303 analytical unit, not matching the patients' clinical pictures. Patient 1: sample 1 was initially tested on (B)(6) 2026, and the initial result was 53 g/ml. On (B)(6) 2026, a new sample was drawn and tested twice, and the results were both 9 g/ml. On (B)(6) 2026, the original sample (sample 1) was repeated at the investigation site, and the repeat result was the same as the initial result. Patient 2: sample 1 was initially tested on (B)(6) 2025, and the initial result was 24 g/ml. On (B)(6) 2026, a new sample was drawn and tested twice, and the results were both <3 g/ml. On (B)(6) 2026, the original sample (sample 1) was repeated at the investigation site, and the repeat result was the same as the initial result.

Manufacturer narrative:
The online tdm valproic acid expiration date was not provided. The cobas c 303 analytical unit serial number was (B)(6). The investigation is ongoing.